Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient came into the office for adjustment. The patient said that their device had not worked for three months. Impedances were checked and each of the eight were high. The patient reported falling multiple times, the physician was notified and spoke with the patient. They would be scheduled for a lead replacement soon. All impedances were greater than 10,000. The physician took picture under fluoro, per physician, there were no obvious signs of fracture at battery connection, possible at anchor site. It was noted that the patient would have surgery. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.